Event description:
Related manufacturer report number: 2017865-2022-04024. It was reported during in clinic follow up that the right ventricular lead exhibited oversensing. This oversensing was found to be due to noise. The lead was capped on (B)(6) 2022. During the lead revision, the helix on the initial replacement lead failed to extend. The lead also failed to sense intrinsic cardiac signals or initiate capture and was exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were failure to capture, failure to sense, and the helix mechanism issue. As received, a complete lead with a stylet was returned in one piece for analysis. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing and x-ray inspection found no anomalies. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix was partially extended and clogged with blood/tissue. After cleaning, the helix was able to be retracted and extended and extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.